Manufacturer narrative:
This lead was capped and thus will not be returned for analysis. Should additional information become available this event will be updated.

Event description:
Boston scientific received information that this right atrial (ra) was capped due to a lead fracture. A new lead was implanted. No adverse patient effects were reported.